Event description:
It was reported that a patient underwent open reduction of radial fracture with steel plate internal fixation and radial bone grafting surgery (right) on (B)(6) 2024 and suture was used. The surgery went smoothly, but one month after the surgery, the patient's wound cracked, the suture was exposed, and could not be absorbed. The patient had poor wound healing. Removing suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical/surgical intervention due to the cracked wound? Did the patient experience a wound dehiscence? What tissue was the suture used on? Was a re-operation required to remove the suture? Or was the exposed suture removed easily without a re-operation? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6) is an invalid lot #. Please clarify. What is the alleged deficiency of the suture? Is the hcp alleging that the suture did not absorb in time? Vicryl plus suture is not expected to be absorbed in 1 month. The expected absorption time for vicryl plus suture is 56-70 days. Did the suture extrude? Please provide the patient's weight, bmi at the time of index procedure. What tissue was the suture used on? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested but unavailable: qj2aqcl is an invalid lot#. Please clarify. What is the alleged deficiency of the suture? Is the hcp alleging that the suture did not absorb in time? Vicryl plus suture is not expected to be absorbed in 1 month. The expected absorption time for vicryl plus suture is 56-70 days. Did the suture extrude? Please provide the patient's weight, bmi at the time of index procedure. What tissue was the suture used on? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a 59-year-old male who underwent open reduction and internal fixation of radial fracture + radial bone grafting (right) in hospital on (B)(6) 2024. The surgeon used vcp310h for tissue sewing (the specific sewing tissue level and sewing method were unknown) during the surgery, and the surgery went smoothly. On (B)(6) 2024, the doctor found that the patient had wound dehiscence, the suture was exposed, and the suture was not absorbed. The doctor removed the suture from the patient's wound, and then the healing condition was improved. No subsequent adverse event report was received.